Event description:
Drug/diluent: 40mg lidocaine with epinephrine and 50mg of bupivacaine. Fill volume: approx 90 ml. Flow rate: 5 ml/hr. Procedure: cesarean. Cathplace: epidural. An incident was reported that via a translated document that a pump contained 40mg of xylocaine with epinephrine and physiological solution at 0.9%. These drugs were placed with analgesia for 24 hours. The nursing area calculated the passing of this medication for such time according to the quality and safety standards but as soon as the visiting hours ended, 3 hours later, the nurse reported to the doctor that the pump was empty. Add'l info received on (B)(6) 2013. The pump lasted 10 hours, the pump's infusion started on (B)(6), at 10:15pm. The nurse detected the incident at 8:30am.

Manufacturer narrative:
Method: it was reported that the device will not be returned to the MFR for an investigation and eval due to traces of blood found on the sample. User conditions: fill volume (ml): 90. Flow rate (ml/hr): 5.0. Drug/diluent: 40 mg lidocaine with epinephrine and 50 mg of bupivacaine. Location of pump during infusion: under pt clothing or blanket. The directions for use was evaluated in conjunction with the user conditions. Results: the device history record was reviewed and there were no recorded incidents that are connected with this complaint. Based on the directions for use the cautions section clearly specifies the following: do not fill less than minimum or exceed maximum fill volume of pump. Flow rates may very due to: fill volume. Filling the pump less than labeled fill volume results in faster flow rate. Viscosity and/or drug concentration. Temperature: the flow controller should be in direct contact with the skin (88 degrees fahrenheit/31 degrees centigrade). Temperature will affect solution viscosity, resulting in faster or slower rate. If the pump is used with the flow controller at room temperature (68 degrees fahrenheit/20 degrees centigrade), flow rate may decrease by approx 25%. Temperature will affect solution viscosity, resulting in faster or slower flow rate. Flow rate will increase approx 1.4% per 1 degree fahrenheit/0.6 degrees centigrade increase in temperature and will decrease approx 1.4% per 1 degree fahrenheit/0.6 degrees centigrade decrease in temperature. When filled to labeled volume, flow rate accuracy is + or - 15% of the labeled flow rate when infusion is started 0-8 h after fill and delivering normal saline. Based on the device history record eval, there were no special conditions during product mfg associated to the reported condition. The production lot met all mfg and quality specs. Conclusion: based on the reported fill volume of 90 ml's the pump may result in a faster flow rate. Info from this incident will be included in our product complaint and MDR trend reporting system. Add'l investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.